Event description:
The crimping mechanism of the medtronic porcine mitral valve, size 31 had broken. The valve was implanted without the holder in place. The valve was seated and sutured through the sewing ring. The valve was tested and the leaflet at the anterior annulus did not open. The valve was explanted.